Manufacturer narrative:
Depuy has received information stating that the depuy liner was used in conjunction with a competitor head. Manufacturer: stryker. Product: head ball. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of dislocation and the liner was in pieces.

Manufacturer narrative:
Additional narrative: the patient was revised because of dislocation and the liner was in pieces. Doi: approx. 4 yrs dor: (B)(6) 2014 (unknown hip). Head was competitor product. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.